Manufacturer narrative:
Suspect device was received on (B)(6) 2021: device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic test of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant had two creases/folds on the anterior view one of them extending to the posterior view. Additionally, two tears (a and b)were noted on posterior view, both measuring approximately 0.5 cm. Leak testing was performed, according to mentor procedure, and it identified a tear (c) within one of the crease/fold on the posterior view, measuring less than 0.1 cm. Microscopic examination was performed on the edges of the tear a and b, and parallel striations were found in an area of the tear, both measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Regarding tear c, the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that mistakenly reported in manufacturer report number:1645337-2020-16587 (follow up 1) incorrect date of device evaluation. Manufacturer¿s reference number: (B)(4) correct date: (B)(6) 2001.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis experienced right sided deflation post procedure. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3501630, sn#: (B)(4), and right replaced with cat#:3501630, sn#: (B)(4) on (B)(6) 2020.